Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document(B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: conventional syringe - 20-100ml. Device failure: cap / shield loose / off.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 309620 batch#: unknown. It was reported by the customer that "the cap that comes on the syr is not a tight enough fit and we sometimes use these syr for chemotherapy drugs and we are afraid of leakage or squirting out of drug. We were using item r2000b for months and it wasn't a problem an all of a sudden the cap doesn't fit as if there was a change to the syr tip." "The cap that comes on the syr is not a tight enough fit and we sometimes use these syr for chemotherapy drugs and we are afraid of leakage or squirting out of drug. We were using item r2000b for months and it wasn't a problem an all of a sudden the cap doesn't fit as if there was a change to the syr tip."

Manufacturer narrative:
Pr (B)(4). Follow up as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.